Event description:
It was reported that during a laparoscopic colectomy with a planned colostomy procedure, on the second or third firing there were two staples that did not form and there was a jagged staple line. Another device was used to complete the procedure. No adverse consequences reported.

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time.